Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: rf wand would not shut off. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing.